Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. With all the available information, boston scientific concludes this investigation is consistent with the criteria for a cause traced to device design event since the programmer touch screen was reported to be unresponsive during threshold testing. Please see the nature of incident field for more information regarding the specific circumstances of this event.

Event description:
It was reported during a routine device check that this programmer did not save a snapshot of the threshold test and the programmer froze. The programmer was power-cycled, and the screen was still froze. A different programmer was used without issue and no adverse patient effects were reported. The programmer has not been returned.